Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and it was unable to prime during prime test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime and customer stated that insulin was squirting out. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.